Manufacturer narrative:
(B)(4).

Event description:
It was further reported that patient was compliant with dual antiplatelet drug therapy. Also, adjudication indicates stent thrombosis occurred.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00500 and 2134265-2018-00498 (B)(6) study. It was reported that the patient died. In (B)(6) 2013, the patient presented due to stable angina and was referred for catheterization. Subsequently, index procedure was performed. The target lesion was a de novo lesion in the distal right coronary artery (rca) with 80% stenosis and was 8mm long with a reference vessel diameter of 2.5mm. The lesion was then treated with direct placement of 2.50x12mm promus element plus stent with 0% residual stenosis. On the following day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, a 3.0x16mm and 3.5x12mm promus stent were implanted in proximal rca and mid rca. In (B)(6) 2016, a 2.25x12mm promus premier stent was implanted in distal rca. In (B)(6) 2017, the patient died due to atherosclerotic heart disease. Per death certificate, immediate cause of death was atherosclerotic heart disease and other contributing causes which lead to death was hypertension and chronic kidney disease. The patient died at home in a natural manner. No autopsy was performed. The patient was under hospice care at the time of death.